Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding set was leaking at the connection between the enplus spike connector and the polyurethane tubing. There was no harm to the patient.

Manufacturer narrative:
Corrected information was provided by the customer on (B)(6)2019. As a result the following fields have been updated: date of event has been updated to list the event date as (B)(6) 2019 rather than (B)(6) 2018. Concomitant medical products has been updated to show that the sample is not available to be returned for evaluation. Adverse event problem has been updated, the method code has been updated to 4115 (device discarded).